Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information via the implant patient registry that a 25mm bioprosthetic aortic valve, implanted approximately nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm same model valve. Attempts to obtain additional information and device were unsuccessful.

Event description:
Additional information provided by hcp indicates that this 25mm bioprosthetic aortic valve, implanted approximately nine (9) months, was explanted due to aortic valve stenosis secondary to endocarditis. The device was implanted to relieve native aortic valve stenosis. The explanted device was replaced with a 23mm bioprosthetic valve. The device was not available for evaluation. The patient underwent tacheostomy placement and peg tube but did poorly. The family found advanced directive not allowing any heroic measures. The patient passed away 26 days after implant of valve. The patient also had brain abcess due to infection of streptococcus salivaris.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device were unsuccessful. Without return of the explanted device the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.